Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2017-03240 for the other associated device information. It was reported to boston scientific corporation on october 10, 2017 that two flexiva 200 laser fibers were used during a ureteroscopy procedure performed on an unknown date. Reportedly, the laser unit used was lumenis laser 30h watt console. According to the complainant, during preparation and outside the patient, it was noted that the first fiber was broken upon removal from the package. A second flexiva 200 laser fiber was opened and it was noted that the tip of the fiber was broken. The operator of the device attempted to use the second fiber, however it failed to work. The procedure was completed with a third flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.